Event description:
Hsp reported pt had implanted pump and catheter in 2006 and infusing infumorph 100mg/ml at 0.999 mg/day. Internal pump tubing and catheter primed over 24 mins. The pt was discharged to home with oral percocet for postop pain. She had oxycontin as a prior oral med that she was told not to take. The pt died 12 hours after implant. The coronaer stated toxicology studies are pending. He will call back with toxicology results. Requested pump return for analysis but coroner declined to return device at this time.